Event description:
New information received indicates the device was reprogrammed to resolve the right atrial lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer report number: 2938836-2019-02652. During remote follow-up, mode switch (ams) due to atrial lead noise was noted on the device. An in-clinic follow-up is anticipated to resolve the issue but not yet scheduled. The patient was in stable condition.